Event description:
The customer called and reported the insulin pump alarmed no delivery during manual prime, for the second time in a month. Customer stated when this would occur, she would change the reservoir. The customer's blood glucose level was not recalled. The alarm was reportedly resolved by a complete set change. The customer was advised to monitor the device and blood glucose for any other issues.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.